Manufacturer narrative:
Follow-up #1: date of submission 02/04/2014. Device evaluation: the device has been returned and evaluated by product analysis on 01/22/2014 with the following findings: the black box review verified multiple cs 054-0000 alarms on the reported failure date of 11/23/2013. The pump booted with audio/vibration and dim pink contrast. Time and date was accurately set at start of investigation. Performed pump rewind, load, and prime with no alarms. Pump was exercised for 24 hours on a 1 unit per hour basal rate with no alarms duplicated. The pump was opened for investigation, no evidence of moisture/corrosion was found inside pump. The rf transceiver flex was intact and secure to pcb connector and verify no trace cracks. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6)2013, the reporter contacted animas, alleging a call service alarm (cs 052/053/054/055 sleep) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.